Event description:
It was reported that the patient experienced ineffective stimulation. In turn, reprogramming was unable to resolve the issue and x-rays confirmed that the right l5 lead had migrated. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead had migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2361.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.